Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure removal / metal wire medical device received in 3 fragments/ "right essure device" is a metal coiled device received in 2 fragments and is consistent with an essure coil.") And embedded device ("the extrication of the devices were difficult due to scarred in nature of the essure device. They were firmly embedded") in a 39 year-old female patient who had essure inserted (lot no. 735709) for female sterilisation. Product or product use issues identified: medical device monitoring error ("ova sure endometrial ablation."). The patient had a medical history of c-section, endometriosis, pregnancy, anxiety, pneumoperitoneum, shoulder pain, chest heaviness, menses lack of (she had no menses for about 3 years,), numbness in fingers, pelvic pain, mood swings, fatigue, parity 4, multi gravida, menorrhagia and abnormal uterine bleeding. The patient had a family history of depression. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 1867 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (bilateral salpingectomy). The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2011 as per mr (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: received in a container labeled "selena armstrong" and "left essure device" is a metal wire medical device received in 3 fragments. The first is 0.6 cm in length by <0.1 cm in diameter. The second fragment is consistent of a coiled wire which has a tortuous presentation and measures roughly 3.5 cm in length by 0.2 cm in diameter when straightened out but not extensively extended. A third fragment is elongated and is 15.1 cm in length by <0.1 cm in diameter. Received in a container labeled "selena armstrong" and "right tube and essure device" is a fimbriated gray-purple segment of fallopian tube, 7.2 cm in length by up to 0.9 cm in greatest diameter. The serosal surfaces are slightly mottled but otherwise grossly unremarkable. At the cornual aspect is a metal wire that is seen emanating from the presumed lumen. A lengthwise cut is made along the length of the fallopian tube showing the metallic device to extend 0.8 cm into the lumen of the fallopian tube. The device is removed with grossly minimal amounts of disruption to the device itself. Received in a container labeled "selena armstrong" and "right essure device" is a metal coiled device received in 2 fragments and is consistent with an essure coil. The first has a coiled aspect, 4.1 cm in length by 0.2 cm in diameter. This coil is slightly disrupted but shows no adherent tissue. The other fragment is 2.8 cm in length by 0.1 cm in diameter and has adherent gray-tan soft and fibrous tissue concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records...device breakage, endometrial ablation performed with essure microinsert in place nos" and essure micro-insert embedded . The most recent follow-up information incorporated above includes data received on: 07-nov-2023: mr received : lot number added event- "medical device removal updated to device breakage" new event -"endometrial ablation performed with essure microinsert in place nos" and essure micro-insert embedded were added. Mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated,. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 1868 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure removal / metal wire medical device received in 3 fragments/ "right essure device" is a metal coiled devicereceived in 2 fragments and is consistent with an essure coil.") And embedded device ("the extrication of the devices were difficult due to scarred in nature of the essure device. They were firmly embedded") in a 39 year-old female patient who had essure inserted (lot no. 735709) for permanent contraceptive tubal implant. Product or product use issues identified: medical device monitoring error ("nova sure endometrial ablation."). The patient had a medical history of c-section, endometriosis, pregnancy, anxiety, pneumoperitoneum, shoulder pain, chest heaviness, menses lack of (she had no menses for about 3 years,), numbness in fingers, pelvic pain, mood swings, fatigue, parity 4, multi gravida, menorrhagia and abnormal uterine bleeding. The patient had a family history of depression. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 1867 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (bilateral salpingectomy). The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2011 as per mr (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: received in a container labeled "selena armstrong" and "left essure device" is a metal wire medical device received in 3 fragments. The first is 0.6 cm in length by <0.1 cm in diameter. The second fragment is consistent of a coiled wire which has a tortuous presentation and measures roughly 3.5 cm in length by 0.2 cm in diameter when straightened out but not extensively extended. A third fragment is elongated and is 15.1 cm in length by <0.1 cm in diameter. Received in a container labeled "selena armstrong" and "right tube and essure device" is a fimbriated gray-purple segment of fallopian tube, 7.2 cm in length by up to 0.9 cm in greatest diameter. The serosal surfaces are slightly mottled but otherwise grossly unremarkable. At the cornual aspect is a metal wire that is seen emanating from the presumed lumen. A lengthwise cut is made along the length of the fallopian tube showing the metallic device to extend 0.8 cm into the lumen of the fallopian tube. The device is removed with grossly minimal amounts of disruption to the device itself. Received in a container labeled "selena armstrong" and "right essure device" is a metal coiled device received in 2 fragments and is consistent with an essure coil. The first has a coiled aspect, 4.1 cm in length by 0.2 cm in diameter. This coil is slightly disrupted but shows no adherent tissue. The other fragment is 2.8 cm in length by 0.1 cm in diameter and has adherent gray-tan soft and fibrous tissue lot number: 735709 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.